Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis is a known adverse event associated with coronary stenting as noted in the IFU. This known patient effect is not necessarily an indication of a product quality deficiency. Additionally, stenosis and hospitalization are listed in the product risk assessment as no-fault post-procedure complications. There does not appear to be any indications of a stent delivery system quality problem, as there was no reported product malfunction during the index procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure was in 2005, and a 3.0 x 18 mm xience v stent was deployed to treat the mid rca lesion. There were no reported patient effects or product issues at the time of the index procedure. However, in 2008, that patient returned and revascularization was done in the distal segment of the mid rca. The revascularization was done with balloon angioplasty and the placement of an additional drug eluting stent. No additional event or patient information is available.